Manufacturer narrative:
The device was received. Investigation is not complete. Device #2: proglide part # 126703-03, lot # 66124-6h is being filed under a separate medwatch MFR number.

Event description:
Device malfunction: device #1 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right and left femoral arteries after an interventional procedure. Reportedly, a proglide was used on the right femoral artery and a suture break was experienced. Hemostasis was achieved using a second proglide device. During the same procedure, a proglide was used in the left femoral artery and a suture break was experienced. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.